Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and reported fully charged batteries did not meet run time criteria. Replaced the batteries. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
The customer reported that the cs300 intra-aortic balloon pump (iabp) has battery power issue. Iabp running on battery power for 2 minutes and shuts off. No patient involvement and no adverse event reported.